Event description:
It was reported the patient's ipg stopped functioning and does not communicate with any of the external devices. The patient is working with her physician to have her ipg replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.